Event description:
It was reported that the lens rotated 90 degrees on the wrong axis during post-op. The lens was explanted and replaced during a different day. The date when the lens was explanted was not provided. No other information was provided.

Manufacturer narrative:
There was no damage reported to have been noticed during the inspection prior to use and preparation, which suggests a product deficiency, did not contribute to the reported difficulties. It was stated by the customer that they are using the yamane technique to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. Thus, the lens was being used off-label. Based on the information provided, the risk assessment for the lucia product, and our experience we have determined that the following factors may have cause or contributed to the reported issue is but is not limited to: lens placement technique · loading strategy · accessory device support · poor handling during folding and inserting the device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.